Event description:
Healthcare professional reported patient complained of enlargement of the left breast on (B)(6) 2019 consultation. After ultrasound of the breasts, a physician performed a puncture of 220 ml of seroma in the left breast. The material was submitted for analysis showing immuno-ischemic diagnosis (ihc) of cd30 + alk- large breast t-cell anaplastic lymphoma (bia-alcl). The patient was submitted to total capsulectomy and mammoplasty surgery, and the left breast prosthesis was sent to the laboratory as requested by the radiologist.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5, b.3., d.4., d.6., g.1., g.3., h.4., h.6., h.7, h.9.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid accumulation which showed biomarkers for lymphoma alcl these are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reports left side bia-alcl with biomarkers provided for cd30 + and alk-. Additionally, fluid collection and lobulated contours were reported. The device has been explanted.